Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the pt's ipg would not communicate with external devices. The pt met with her physician as well as an sjm rep and confirmed her scs ipg was inoperable. Surgical intervention may take place at a later date to address the issue.